Manufacturer narrative:
Device evaluation: rupture: one opening observed on anterior side assessed as surgical damage, observed broken on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: creases were observed. Nick striated assessed as surgical tool scratch like. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.